Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The driveline's silastic jacket was damaged. There was an inch long area taped that had no silastic with the wires in it still under the protective coating. The event log files indicated that the driveline functioned as intended despite the outer jacket damage. It was recommended to remove the tape and any adhesive residue. It was also recommended to cover the exposed area with rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed the reported event of superficial driveline damage; however, a specific cause for the damage could not be conclusively determined through this evaluation. The submitted photographs captured portions of the external driveline. A section of the driveline outer jacket was missing slightly distal to the driveline exit site. Multiple pieces of rescue tape were applied to a portion of the external driveline. The submitted log files contained events from (B)(6) 2024, per the timestamps. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.